Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and meshes were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to sui, pop, and cystocele. It was reported that patient experienced pain, erosion, infection, urinary problems and bowel problems. It was reported that patient underwent repair of rectocele and enterocele on (B)(4) 2011. No additional information provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent cystoscopy and b/l retrograde ureteral catheterization, excision of urethral mesh, urethroplasty, enterocele repair and intraperitoneal vaginal vault suspension on (B)(6) 2013 for vaginal vault prolapse, urethral mesh erosion and bladder outlet obstruction. No additional information was provided.